Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported issue.

Event description:
It was reported that the unit was alarming; however, the light emitting diode (led) indicator was not working. There was no patient involvement. Event date not specified: estimate used.